Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and the blood glucose reading was 755 mg/dl. It was stated that the insulin pump had no battery when the customer was admitted. Troubleshooting was performed and only a low battery alarm was found in the alarm history. Nothing further was reported.

Manufacturer narrative:
Add'l info: currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.